Manufacturer narrative:
Wound dehiscence occurred - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatch reports being submitted, as three separate devices were used. See 2210968-2009-00672 and 2210968-2009-00673 for the other medwatch reports. The same patient is represented in each medwatch.

Event description:
International customer reported that a patient developed a jejunal fistula, following placement of a mesh product. The fistula was repaired with suture and approximately five days later, dehiscence of the suture line occurred where the fistula had been repaired. Due to the patient's condition, no further action was performed and the patient subsequently expired.